Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support assisted customer with reloading the cartridge and received an accurate fill estimate. Customers blood glucose (bg) level was 360 mg/dl, a five unit bolus was delivered to address bgs.